Manufacturer narrative:
Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1093518 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000 / lot 1093518 and test base part number 192-430 / lot 1093518. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 1093518 showed that the complaint rate is 0.0197%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference and cross-contamination. Substances in the sample itself may have interfered with the reaction. H3 other text : device discarded; single-use device.

Event description:
The customer reported nine (9) unconfirmed false positive results with the ID now covid-19 2.0 assay performed between (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test three (3) of nine (9). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 using kitted swab on a nasal sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The customer reported nine (9) unconfirmed false positive results with the ID now covid-19 2.0 assay performed between (B)(6) 2023. This MFR. Report addresses test three (3) of nine (9). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 using kitted swab on a nasal sample. No additional patient information, including treatment and outcome, was provided.